Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported low blood glucose levels. Customer's blood glucose levels ranged from 40-285 mg/dl. The customer did not mention how they treated. The customer did not mention any symptoms. The customer also reported the insulin pump had unexplained non delivery alarms and customer would have to rewind on multiple occasions. Troubleshooting was not completed as customer declined technical assistance. The insulin pump will not be returned for analysis.